Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, about 12 minutes in, the user heard a "pop" and noticed a low water pressure warning. The user added water to the heat exchange cartridge (hxc) to reinflate the balloon. Treatment continued for a few more seconds until the same message appeared again. The user added water again to the hxc, but noticed it was leaking from the penis. The physician completed the procedure with another of the same device with no pt complications and the pt is fine.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.